Event description:
The complaint was reported as: the customer alleges that the device has multiple cracks around the top edge and the medication is leaking. This device was used on a chihuahua dog. The caregiver reports that the device has been in use since (B)(6) 2013. No report of a pt injury.

Manufacturer narrative:
The visual inspection of the defect reported was performed on a picture provided by the customer, it shows a "break at the end of the nebulizer 10998, jar, small volume nebulizer" as described on the complaint description; complaint is confirmed. However, the jar, small volume nebulizer pn 10998 was damaged during use (complaint form indicates "this nebulizer has been used since march of 2013"). A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since lot number was not provided. Product IFU states do not reuse "single use only, use only once". The condition reported by the customer can be confirmed on the picture received, it is not possible to determine how the broken jar condition was generated. The breakage on the pn 10998 jar, small volume nebulizer could be generated during use of the material which are not controlled by teleflex. According to the customer complaint description the product was in use since (B)(4) 2013, but product IFU states do not reuse. The picture evaluated does confirm the reported defect. Production line was reviewed to identify any situation that can be causing breaks on the component, and no issues were found that can lead to this issue. Based on the info, the root cause could be related to the method of use of the device.